Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. The evaluation was unable to confirm the reported probe damage error (u504). The device attached to an olympus generator and passed the probe check. The distal end of the device was inspected under a microscope and found no visual indication of damage to the probe unit. A visual inspection was performed and found the teflon pad partially split in cross direction; however no metal was exposed. In addition, char marks on the teflon pad was also noted. This type of teflon pad damage is most likely due to insufficient tissue between the probe and jaw when the device was activated. This is most likely related to the operator's technique. The instruction manual contains several warning statements in an effort to prevent damage to the teflon pad. "Do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."

Event description:
Olympus was informed that during a total laparoscopic hysterectomy (tlh) procedure, the device displayed a probe damage error (error u504). There was no patient injury reported. The procedure was completed using a different but similar device.